Event description:
It was reported the customer experienced an elevated blood glucose (bg) that was "high" (specific bg value was not provided). Reportedly, customer did not complete the fill tubing step during the load fill tubing sequence resulting in the "high" bg. Customer gave a correction bolus via the pump to address the high bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per tandem user guide: if you do not see drops, tap fill. The fill tubing screen appears, repeat steps 5 and 6 until you see 3 drops of insulin at the end of the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.